Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to retraction problem with the plunger and difficulty closing the foot may include, but are not limited to, user closes the foot before suture deployment, i.e. Before plunger fully retracted proximally, suture snag and/or break, loss of foot parking ability. Factors that may contribute to difficulty closing the foot and difficulty removing the device may include, but are not limited to, tissue or suture caught in foot, posterior cuff partly deployed in foot. Factors that may contribute to a separation of the guide may include, but are not limited to, patient femoral vessel/anatomy variables, aggressive manipulation during insertion or use. It was reported that femoral angiogram was not performed and the device was removed against resistance. It should be noted that the prostyle instructions for use (IFU), access site and puncture considerations section 12.2 states: prior to deployment of the perclose prostyle device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. Section 7.0) states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, it is unknown if the absence of femoral angiogram specifically contributed to the reported event. Additionally, the removal attempt against resistance was circumstantial related to the difficulties experienced. Therefore, will not be included in the account requested letter. The patient effects of hemorrhage and tissue injury are listed in the prostyle instructions for use (IFU), adverse events, section 10.0 as potential adverse event associated with use of vessel closure devices. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after an endovascular procedure of aortic stenting and iliac artery kissing. No femoral imaging was performed. Reportedly, the plunger was unable to be withdrawn after deployment (step 3); therefore, the footplate was unable to be retracted to allow removal of the device from the anatomy. The prostyle device was removed against resistance and while trying to remove the prostyle device, the black part separated from the metal part. The black sheath was stuck in the patient's artery. Surgery with general anesthesia was performed to remove the sheath from the patient's anatomy. The access site was enlarged to remove the device with a plier which provoked an hemorrhage, vessel damage occurred. Hemostasis achieved via surgical suturing. There was no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 : medical device problem code: 2017 - against resistance, 2017. H6: medical device problem code: 2017 - failure to follow steps / instructions.